Event description:
Customer reporting 3 potential false positive sars and flu b results (dual positive) on 1 symptomatic patient (patient tested 3 times). Customer states the results were confirmed negative when testing with stand-alone flu and stand-alone sars test. Report 2 of 3 (sars).

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.